Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel surgery, the stapler misfired and did not close the incision. Open staples remained in the bowel. The surgeon was unable to complete the anastomosis as anticipated and performed a colostomy. The staple line was oversewn with a competitor sutures.